Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colectomy procedure. The stapling device was difficult or unable to close. The device was not ultimately able to be closed. The stapler sizers were not used. In order to resolve the issue and complete the case, changed the stapler. There was no patient harm. The patient status is alive, no injury.